Event description:
It was reported that an occlusion alarm occurred. The patient's blood glucose level was at 212 mg/dl, which indicates no adverse impact to their blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.